Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to fluid loss and air in the pump. No patient complications were reported.